Event description:
During a lobectomy procedure, the instrument was difficult to open. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
9/10/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.